Event description:
It was reported that during an unknown procedure, the firing knob was broken off at the second firing of functional end to end anastomosis. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = firing knob. Additional information was requested and the following was obtained: were any staples deployed prior to the firing knob breaking? No, the knob broke at the proximal end. Did the device cut prior to the firing knob breaking? No. If staples were deployed and the device cut, was the firing sequence able to be completed? Na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.